Event description:
While patient was dialyzing, machine alarmed with alarm 65-dialysate connector error followed by 14-pressure or flow error, and 44- dialysate flow. Machine alarms were unable to be cleared. Machine was asking for a restart. Patient was put into rinseback and taken off the machine while a new machine was being set up. Dialysis was restarted without issues and patient was able to finish his treatment. No harm to patient was evident at this time. Unit failed on patient with dialysate line connector error (known issue).